Event description:
It was reported that the doctor implanted a long term catheter from right internal jugular in (B)(6) 2012. From that time to (B)(6) 2012, hemodialysis is successful. (B)(6) 2012 the doctor found the patient's catheter out of position 1cm when he was stayed at home. The doctor check and confirmed that the cuff still in patient's body. The catheter separated from the cuff. The doctor has to change a new catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.